Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a carbohydrates value of 30 grams and the pump calculated a bolus of 4 units. Reportedly, the pump normally calculated a bolus of 2 units. Tandem technical support attempted to perform troubleshooting; however, the customer ended the call. Multiple attempts were made to obtain additional information; however, no response was received. There was no reported impact to the customer's blood glucose level.